Event description:
It was reported that the user observed a low glucose event in which a cgm reading showed 66 mg/dl while a concurrent fingerstick showed 74 mg/dl; the user ingested oral glucose before contacting support and requested confirmation that levels were trending upward, later confirming return to range by fingerstick, and the user attributed the drop to high activity that day. Symptoms included hypoglycemia with associated hot flashes/flushes and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.